Event description:
It was reported that the patient experienced a low blood glucose reported at 56 mg/dl after dinner while using an ilet system with a g7 continuous glucose monitor (cgm), treated the low with juice, then administered an excess dose of rapid-acting insulin, which led to subsequent hyperglycemia reported at 194 mg/dl before the ilet correction algorithm stabilized glucose. Symptoms included hypoglycemia and hyperglycemia without reported clinical symptoms. Outcomes included the need for oral glucose to manage the event without emergency care or hospitalization. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue involved an improper or incorrect procedure with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event. Additional training was offered for possible adjustments to ilet use.

Manufacturer narrative:
Initial.